Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. 1 event was confirmed during testing. 1 device was found to be affected by a shattered bearing and a fractured cutting accessory. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had a broken cutting accessory still attached. There was no patient involvement; no patient impact.